Manufacturer narrative:
(B)(4). Date sent: 4/20/2023. D4: batch #791a81. Investigation summary: a photo along with the device was returned for evaluation. This is an analysis of photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a box opened with code gst60b and 12 individual packages with code ecr60b lot: 686a52. (Exp. Date: 2027-02-20). Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. According to the information received, the gst60b sample reported packaging identification. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample revealed that the gst60b box was returned with no apparent damage and with twelve reloads sterile. The returned box indicates the lot # 791a81 with certification date (5/10/2022) and corresponding to product code gst60b. Further analysis showed that the twelve tyvek of primary packaged with lot # 686a52 belong to product code ecr60b and reload stated batch # 635a55. In addition, for lot # 686a52 was reviewed in the quality system which was certified on 3/25/2022 and includes the following batches related: 633a89, 648a42, 635a55, 627a40, 564a56. For lot # 791a81 was reviewed in the quality system which was certified on 5/10/2022 and includes the following batches related: 768a33, 768a26, 755a32, 747a68, 753a12, 747a76. As part of our quality process, the manufacturing records of this lot was reviewed, and the manufacturing standards were met prior to the release of this lots. Although no conclusion could be reached on the cause of the reported event. A manufacturing record evaluation was performed for the finished device lot number 686a52, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number 791a81, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 03/28/2023.

Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: this is an analysis of photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a box opened with code gst60b and 12 individual packages with code ecr60b lot: 686a52. (Exp. Date: 2027-02-20). Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 686a52, and no non-conformances were identified.

Event description:
It was reported that when delivering and billing a gst60b box, the customer, when opening it, finds ecr60b parts. No patient involvement.